Manufacturer narrative:
E1: initial reporter first name: (B)(6). Device evaluated by MFR.: promus premier select ous mr 38 x 3.00mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage stent damaged with struts in the proximal and mid stent region lifted and pulled distally. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. This device was loaded onto 0.014" guidewire without issue. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 32x3.00mm, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the severely tortuous and moderately calcified left circumflex artery. After a non-boston scientific (bsc) guide catheter was engaged coaxially in the left coronary artery and a non-bsc guide wire was crossed in the circumflex artery, pre-dilation was performed with 2x15 and 2.5x15 nc emerge balloon catheters resulting to 40% residual stenosis. Subsequently, a 38 x 3.00 promus premier select drug-eluting stent was advanced but resistance was felt and the stent did not track. The device was removed and the proximal stent strut was found to be lifted and damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Initial reporter first name: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 32x3.00mm, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the severely tortuous and moderately calcified left circumflex artery. After a non-boston scientific (bsc) guide catheter was engaged coaxially in the left coronary artery and a non-bsc guide wire was crossed in the circumflex artery, pre-dilation was performed with 2x15 and 2.5x15 nc emerge balloon catheters resulting to 40% residual stenosis. Subsequently, a 38 x 3.00 promus premier select drug-eluting stent was advanced but resistance was felt and the stent did not track. The device was removed and the proximal stent strut was found to be lifted and damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.